Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics had to assist him on three different occasions due to low blood glucose events. The customer stated that for one event his wife gave him a glucagon shot. The customer's blood glucose at the time of incident was 27 mg/dl, and he was experiencing heavy sweating at a result of the low. The customer also mentioned another hypoglycemic event at home in the middle of the night, but he did not go into detail. The customer declined troubleshooting for the hypoglycemia. No products were returned or replaced.